Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 500 ml eva tpn bag was leaking coming from the port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that four (4) eva tpn bags had leaked from the port. The lot was manufactured between january 23, 2018 - january 24, 2018. The devices were received for evaluation. The bags was cut where the customer likely drained the customer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak on all of the returned samples. The reported problem was verified. The cause of the reported issue could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.